Event description:
Operator reports an analyzer leak coming from a broken waste line. Pts were not affected and no operators were harmed. The field service representative determined a broken waste fitting to be the cause and replaced the fitting connection. Performance tests performed which were within specification.